Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cables was broken at the hypotube. Additionally the instrument grip cable was broken at the hypotube. The broken grip and pitch cables at the tip extended past the distal clevis. The housing was opened and the two cables were found broken in the hypotube. Failure analysis concluded the damage was likely due to improper cleaning. An additional observation not reported were deep scratches on the main tube. A layer of the epoxy has bee stripped along the entire length of the main tube. There is material missing. Failure analysis concluded the damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci colon resection procedure, the cable broke on a grasping retractor instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.